Manufacturer narrative:
Continuation of d10: product ID fg15150-0615-1s (232053410); product type: ; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the patient was undergoing treatment for a saccular, unruptured aneurysm located at posterior communicating artery with a max diameter of 3.7 mm and a 3 mm neck diameter. The landing zone was 3.5 mm distally and 4.1mm proximally. It was noted that the patient's vessel tortuosity was minimal. The access vessel was the femoral artery, with 7.2mm diameter.it was unknown if a dual antiplatelet treatment (dapt) was administered. It was reported that the ped stent was intended to be deployed from the distal c7 segment to the c5 segment to cover the posterior communicating artery aneurysm. The stent and catheter were prepared according to the standard operating procedure. After the phenom27 (p27) reached the distal m1 segment, the ped was delivered to the distal end of the p27 catheter. When attempting to deploy it in the straight segment of m1, it was found that the distal end of the stent was difficult to open. After deploying approximately another 10 mm and waiting for about 20 seconds, the stent slowly opened, but the distal end was found not to be fully opened. After being taken out, damage was observed at the distal end of the stent, and the stent could not be retrieved. The entire stent system was then removed, and it was found that the stent had detached. A ped 4-20 was subsequently used instead, and the procedure was completed successfully. The angiographic result post procedure was normal. It was unknown if the pipeline was used for an indication that is not approved (off-label)the reported device and any accessory devices were prepared and flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Ancillary devices include a phenom 27 microcatheter, zenith vascular guide catheter, minimally invasive guidewire